Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now alarm without prior low battery alarm. The patient¿s blood glucose level was 124 mg/dl at the time of the incident. The customer stated that pump is completely dead and she got a low battery alert on pump and it turned off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
(B)(4) a test battery was inserted and the pump powered up properly. The battery tube connector plugged in properly to electrical board during visual inspection. Pump monitored for several hours and no blank display noted. The pump passed the displacement test, sleep current measurement and active current measurement. No unexpected power loss or replace battery now alarm noted during testing.